Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed failure to get power on the clv-190. The customer mentioned that the cable was in good condition and connected the clv-190 directly to the outlet with no power. The customer stated that the lamp door was in a tight position and since all options were exerted, the unit needed to be sent in for evaluation and repair. The customer later mentioned getting power but was unable to activate the bulb or the narrow band imaging (nbi). Another staff member asked to arrange to send in the unit and get a loaner. Tac asked the customer to check the cables in the back of the unit and afterwards, the customer attempted to turn on the unit and confirmed receiving power and was able to activate the bulb or nbi. The customer will not be sending in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source has no power. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since olympus technical assistance center (tac) troubleshooting resolved all the problems, the probable cause of the no power, faulty lamp and narrow band imaging is due to faulty installation of cable or lamp. No abnormalities were found. Olympus will continue to monitor complaints for this device.